Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged during a valve repair surgery and appropriate pacing therapy was not delivered. The right atrial (ra) lead showed high thresholds. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.